Event description:
It was initially reported that the physician's handheld was freezing on the "interrogation successful" screen. The physician had performed hard resets in the past which would resolve the screen freeze. The handheld screen is continuing to freeze and the physician requested a replacement. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.